Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6 fr angioseal vip device was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. No other accessory components were returned for the evaluation. Upon visual analysis, the carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The sheath was cut along the length at the distal tip and collagen and tamper tube were released. The tamper tube and collagen were still connected to the suture and collagen was exposed to a blood like substance. The anchor was not found at the distal end of the collagen and the suture appeared as if it was cut with a sharp object. No other visual anomalies were noted with the device. Functional testing was not possible due to the mutilated state of the device. Based on the evaluation performed the complaint could be confirmed for the failure mode of non-deployment pullout. The device was consistent with 'pullout' event and it was mutilated by the user before returning. It was confirmed in the complaint allegation that device was cut before returning to verify the presence of subcomponents. The likely root cause for this issue may include obstruction to the anchor posting to the distal tip. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Date of event: between (B)(6) 2020 and (B)(6) 2020. Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: between (B)(6) 2020 and (B)(6) 2020. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the involved angio-seal device has a problem. The doctor deployed it all the way through, heard the clicks, but when he pulled back, the whole angio-seal came out. The scrub tech did cut the tube apart to make sure the components were still in the device, which they were. Additional information was received on 30december2020: the procedure for the patient was an aortogram with a runoff. Patient was in stable condition. A 6fr. Sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion, used ultrasound and micro access. A pre-deployment angiogram was performed. There was difficulty, it was stated that when they went to pull out the entire device came out. Manual compression was used for hemostasis. Blood loss was stated to be 30cc's.